Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00729. This report is being submitted as additional information. The patient weight was not provided. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 1 month. Manufacturer's investigation conclusion: the patient remains on vad support. A correlation between the device and the reported hematuria could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for hematuria and discharged home on (B)(6) 2016. Additional information was requested but not provided.